Manufacturer narrative:
Philips investigated the reported complaint. A philips field service engineer (fse) visited the site and inspected the system. During inspection, a motherboard controller failure message was displayed, after which the system froze and failed to boot properly. The fse replaced the disk and reloaded the software from the host pc. The bios was then reset to factory settings; however, the issue persisted. Further troubleshooting revealed that the host pc was malfunctioning. The fse replaced the host pc, after which the system software was successfully loaded, and all required calibrations were completed. The faulty host pc was returned for evaluation. Analysis confirmed the malfunction of the host pc and identified the motherboard as the failed component. Following replacement of the module, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system's host computer crashed when launching the clinical application, which can indicate a booting issue. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.